Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable amia set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the red clamp line was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during an unspecified cycle while the patient was connected. During troubleshooting, it was discovered that there was a leak from the main supply line (red clamp) of the amia automated pd cycler set. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.